Event description:
It was reported the patient went to the emergency department with symptoms of palpitations. The pacemaker revealed intervals of ventricular paced events driving the atrium. The device was reprogrammed to an atrial only mode and remains in use. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.